Event description:
It was reported that the recently implanted left ventricular (lv) lead exhibited loss of capture and high capture thresholds. The lv lead was tried to place in different areas, however, was unable to capture. This lv lead was surgically abandoned. A new lv lead was tried to place, however, it was unable to placing it in any area. The physician decided to place an implantable cardioverter defibrillator (ICD) was used instead of cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.